Event description:
It was reported that pump displayed malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset information, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code recurred, and caller acknowledged and understood instructions.

Manufacturer narrative:
Updated g2.